Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this caller was inquiring about a signal artifact monitoring event that occurred during surgery. Noise was observed that resembles what is observed with interaction with the minute ventilation (mv) feature. There was additional noise that did not resemble the mv issue. A boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported.